Event description:
It was reported that during an unknown procedure, after firing the device, some staples were malformed. Hand sewing was used to complete the procedure. There was no adverse pt consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.